Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra operation of a lead re-positioning case, the implantable pulse generator (ipg) was removed out of the pocket. During the removal, the implantable pulse generator (ipg) casing exhibited a small slight depression on the shell and when handled gently, made a loud cracking sound. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There was an observation on the device can. The device was returned and analyzed. Returned product analysis confirmed the failure and identified the root cause as a lack of adhesion between the insulator cup and the back shield. If information is provided in the future, a supplemental report will be issued.